Manufacturer narrative:
A bci field service engineer (fse) repaired damaged water line. Fse reset hub/router and rebooted the instrument. Instrument is operational. Repair verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report a water leak at the back of the synchron lx 20 pro clinical systems. The customer stated when the system was rebooted, the system flashed and then failed. No injury was reported.